Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that one time he had it moved up to "50 something, but the next time he plugged it in it was at 40 something". No further information was reported. No patient symptoms were reported.